Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The pneumatic interface module assembly was replaced. All manifold tests and functional tests passed after replacement. The machine was then returned to customer for clinical use after completing preventive maintenance. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: g1 (contact person ¿ mfg site), h4.

Event description:
N/a.